Event description:
Sensing diminished; programmed unipolar. On (B)(6) 2011, it was reported that the patient presented to the clinic having had an atrial lead warning. The warning indicated low impedance with the unipolar measuring higher than bipolar. Programming of the lead to manage the lead in unipolar was conducted, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.